Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with "lumbar radicular pain. He had increasing symptoms with increasing disabling pain, numbness, and tingling. He was diagnosed as having lumbar disc disease with foraminal narrowing with lumbar radiculopathy at l4-s. Discogram and MRI scan showed the most significant pathology at the l4-5 level." The patient underwent anterior lumbar discectomy with anterior lumbar interbody fusion l4-5 using bone morphogenetic protein soaked collagen sponge and osteoinductive cancellous allograft, peek interbody implant, anterior instrumentation fixation system, and a femoral artery to femoral artery bypass. The patient tolerated the procedure well and was to be treated elsewhere for further care regarding his left lower extremity. Patient was seen for follow up five months postop. "He is overall doing better. He still has some numbness in his left leg below the knee in a stocking distribution. X-rays today show his fusion is consolidating in excellent position." Reportedly the patient allegedly sustained unspecified injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.